Manufacturer narrative:
Age at time of event- 18 years or older.

Event description:
It was reported that the filter was broken. A 190cm filterwire ez was selected for use. During preparation, it was noted that the filter part got broken. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event- 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. Visual inspection was performed and observed that the device has the spring tip damaged (stretch, bent and curvy). There was no evidence of a break. Dimensional inspection of the device was performed and were within specifications. Sheathing and unsheathing test was performed and the filter bag was successfully retracted and deployed.

Event description:
It was reported that the filter was broken. A 190cm filterwire ez was selected for use. During preparation, it was noted that the filter part got broken. The procedure was completed with another of the same device. No patient complications were reported.